Manufacturer narrative:
Attempts to obtain additional information from the article author were unsuccessful however, if more information becomes available, this event will be updated and an updated report will be sent. The findings of the study were summarized in the article. Doi: (B)(4). Received july 20, 2009; revised october 13, 2009; accepted november 8, 2009. (B)(6), left ventricular ejection fraction and absence of ace inhibitor/angiotensin ii receptor blocker predicts appropriate defibrillator therapy in the primary prevention population.

Event description:
Boston scientific received information from a journal article whose goal was to determine predictors of appropriate device activation in patients undergoing ICD implantation for the prevention of sudden cardiac death. Of the 126 patients who were studied, the article cited that devices from three major manufacturers - including boston scientific - developed complications including 1 lead perforation, 2 hematomas, 2 infections, 4 lead repositioning procedures, 1 lead replacement and 3 inappropriate shocks. In addition, 10 deaths (2 due to heart failure (hf), 7 due to noncardiac causes, 1 due to endocarditis) and 19 hospitalizations ( 8 due to hf, 1 due to acute coronary syndrome, 3 due to noncardiac causes, 7 related to infections, perforations and lead repositioning) were reported.